Event description:
It was reported that the customer fell into the swimming pool. The caller stated that they tried to dry the device but it alarmed button error. The alarm was unable to be cleared. The customer had already reverted to a backup plan. The customer's blood glucose was 360 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage was noted to the motor assembly or electronic assembly during the visual inspection.